Manufacturer narrative:
Device evaluated: no malfunction/defect; resistance <=0.8 ohm (in spec), no carbonization/arcing, DHR (lot ceg4b016) conforming. Root cause: use error - pad applied over a bony prominence (scapula) causing edge lift/current concentration; solid-type pad (no cqm) and patient sedation contributed. Customer safety notification on correct IFU application site issued. No device corrective action required.

Event description:
Event description: on (B)(6) 2026, a 59-year-old female patient (history of mitral valve replacement and atrial fibrillation, on warfarin) underwent pulsed-field ablation (pfa) for atrial fibrillation at a hospital cardiovascular center. The procedure induced atrial tachycardia, so an additional radiofrequency (rf) ablation was performed using a third-party st. Jude medical ampere rf ablation generator (model h700489). Rf energy was applied for a total of approximately 47 minutes 23 seconds, with generator output up to 70 w (varying by site/catheter) and impedance set at 150 ohm. A single-use, solid-type electrosurgical dispersive (grounding/return) electrode, proplate model p9571c (lot ceg4b016), manufactured by bio protech, was applied to the patient at the start of the rf ablation and was placed across the back-to-shoulder region. The grounding pad was not used during the pfa portion and was applied only when the rf ablation began. The patient was under intravenous sedation in the supine position throughout the procedure and could not report any abnormal sensation. After the procedure, during patient cleanup, two thermal burns (one larger oval lesion and one smaller round lesion) were found at the back-shoulder border, corresponding to the dispersive electrode site. On dermatology examination at the reporting hospital on (B)(6) 2026, the injury was diagnosed as a deep second-degree (deep partial-thickness) burn. The patient was hospitalized and discharged on (B)(6) 2026; she received outpatient care at a burn-specialty hospital on the same day, underwent dermatology follow-up at the reporting hospital on (B)(6) 2026, and continues outpatient burn treatment at a local hospital. The manufacturer became aware of the event on 11-jun-2026. Manufacturer evaluation: the suspect device was recovered on (B)(6) 2026 and evaluated. The nonwoven front side showed no carbonization, discoloration, or burn marks; the connector and lead were intact. The hydrogel on the back side had transferred normally to the pet liner, with no gel drying or adhesion failure. Contact resistance of the patient-contact gel measured 0.8 ohm or less, meeting the in-house final inspection specification, confirming the device retained its intended electrical performance. No insulation breakdown or arcing/discharge marks were observed. Brown foreign material consistent with patient tissue was found at two locations on the lower-right corner of the pad, anatomically matching the two skin lesions. Review of the device history record for lot ceg4b016 ((B)(4) units produced) confirmed all production, inspection, and packaging records conformed to specification, with no nonconformities and no other complaints for this lot. Root cause: the most probable cause is inadequate pad adhesion (edge lift) due to an inappropriate application site, leading to current concentration and localized thermal injury. The hospital reported the pad was applied across the back-to-shoulder region, likely positioning the pad edge over the scapula (a bony prominence), which prevents full adhesion of the pad edge - contrary to the IFU instruction not to apply the pad directly over bony areas. The prolonged rf application (approximately 47 minutes) at output up to 70 w increased the total thermal load returning through the dispersive electrode, so any localized reduction in effective contact area at a lifted edge would concentrate current density and heat. Contributing factors: (1) a solid-type pad was used, so the generator's contact quality monitoring (cqm) was not active and pad lift could not be automatically detected (a "catheter not connected" warning was reportedly displayed on the generator); (2) the patient was under sedation and could not report pain, delaying recognition of the burn. Conclusion: no device malfunction or manufacturing defect was identified. The event is attributed to use error (failure to follow the IFU regarding application site). A customer safety notification reinforcing the correct IFU application site was issued to the distributor and using facility. Reference: mfds report no. (B)(4); internal complaint (B)(4).